Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had insulin flow block alarm. The customer¿s blood glucose level was 201 mg/dl. Troubleshooting was performed and the customer had tried all remedies but could not solve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prim test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery or insulin flow blocked alarm noted during testing.